Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined

Manufacturer narrative:
Please disregard all information that was reported in the initial MDR for report number 3004753838-2018-147306 as this is a duplicate report. This customer complaint has been previously reported in report number 3004753838-2018-147303.